Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Failure to follow steps/instructions was added to capture no femoral angiogram performed. Instructions for use states: perform a femoral angiogram to verify the location of the puncture site. The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The other perclose proglide device, referenced is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that arteriotomy closure of the right common femoral artery was attempted using two proglide devices via a 6f sheath after a bilateral carotid interventional procedure. Reportedly, cuff misses occurred with both proglide devices. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and there was a delay in the procedure due to observation but it was not clinically significant. The physician is reportedly trained in the use of the proglide device. No additional information was provided.